Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized but is not sure if it was caused by the insulin pump or supplies. Customer also stated that she is getting skin irritation like rashes from the sensor. Customer got disconnected and no further information was reported.